Event description:
This report is from an ER physician who states that the guide wire has been breaking several times during different procedures, causing open lacerations and exposure to contaminated blood to physicians. He states that on (B)(6) 2012, he was using the device when it broke, causing him lacerations and exposure to (B)(6) he is in possession of the defective device.